Event description:
The patient underwent generator replacement surgery due to battery depletion, and on the date of surgery the impedance was high. No relevant surgical intervention for the suspect device has occurred to date. No additional relevant information has been received to date.

Event description:
Surgical notes were received and noted that the patient's explanted generator was unable to be interrogated in pre-op due to battery depletion. The new generator was implanted and the screw was noted to be tightened to torque tightness and when the device was interrogation high impedance was observed and several attempts were made with the same results. It was reported that pin reinsertion was attempted multiple times but high impedance was still observed. The patient's wound was irrigated and silk suture was used to secure the generator to the underlying tissue and the patient was closed. The generator was programmed to the prior settings. As pre-op impedance could not be confirmed due to a depleted battery, it is possible that high impedance was present prior to surgery. No known surgical intervention has occurred with the lead to date.